Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer's touch screen was unresponsive and a chipped screen was observed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive. The programmer's touchscreen was exchanged with a new touchscreen to fix the device.

Event description:
It was reported that this programmer's touch screen was found to be unresponsive. The physician exchanged the programmer to resolve the event and no adverse patient effects were reported. This programmer was subsequently received for analysis.